Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked from an unspecified location on the tubing. The leak occurred an hour into an unspecified chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.